Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Picture review: the supplied image(s) was reviewed, and the complaint condition of ¿broken¿ was confirmed, as it can be seen that the driver shaft had broken at the tip into several pieces. The complaint condition of embedded device could not be confirmed as no x-rays were provided to show the condition. Visual inspection: the drive shaft for ria 2 520mm (p/n: 03.404.035, lot #: unk) was returned and received at us cq. Upon visual inspection, it was observed that the driver shaft had broken at the tip and the broken fragments were not returned. No other issues were identified. Dimensional inspection: the shaft diameter near the broken area was measured which was within the specification as per the relevant drawing. Document/specification review: since the exact manufactured date of the device was not identified, the current revision of drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: the complaint condition was confirmed as the device was broken. No definitive root cause could be determined based on the provided information. The unintended forces might have contributed to the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Lot number is unknown, and therefore, DHR could not be completed. If the lot number can be confirmed, the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Customer quality investigation: the instrument(s) was not returned, and the investigation will be completed based on the supplied image(s).the image(s) was reviewed, and the complaint condition of ¿broken¿ was confirmed, as it can be seen that the driver shaft had broken at the tip into several pieces. The complaint condition of embedded device could not be confirmed as no x-rays were provided to show the condition. As the implant(s) was not returned and as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image(s). Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during bone harvest using reamer irrigator aspirator (ria) 2, the drive shaft broke and pieces of metal were collected in the bone filter. Broken fragments were removed easily without additional intervention. There was no surgical delay. The procedure successfully completed. No patient consequence. This report is for one (1) drive shaft for ria 2 520mm. This is report 1 of 1 for complaint (B)(4).